Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the mix motor, ion-selective electrolyte (ise) mix bar, ise buffer valves, reference electrode, ise tubing, sonicated sample probe and verified sample probe alignments which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous low sodium (na) patient results generated on their dxc 700 au-10e, chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within specification prior to event. Customer did not provide data for review.